Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and the continuous discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-332a, mmt-397a, mmt-7040a, and mmt-1884. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a, and mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Confirmed 505500 (50.55 u) units of normal bolus was delivered on (B)(6) 2025. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. No device problem found was confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported low blood glucose and the continuous discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 40 mg/dl and a sensor glucose value of 80 mg/dl. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-332a, mmt-397a, mmt-7040a, and mmt-1884. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. The sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a, and mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device